Event description:
A pt to receive ara c chemotherapy by IV push via port. Pt has safestep port needle in place from the day before. Even though the port needle line was clamped, there was blood found to be in the tubing. Upon aspiration attempt, looked like air was in the line. Home care rn flushed the port and saline was running down child's chest. Needle was removed. Sample is available for eval. Bard is sending a mailer to retrieve and evaluate the device. New needle placed. Unable to get blood return. The port ended up clotting off. Pt had to go to hospital late in evening and be tpad to clear the clot. Dose of chemo missed. This is the 5th incident in 5 weeks after using this product for more than 15 months. Dates of use: 2009. Diagnosis or reason for use: for chemo administration. Event abated after use stopped: yes. Event reappeared after reintroduction: no.